Event description:
It was reported that the bd syringe had leakage. The following information was provided by the initial reporter: material: unknown. Batch#: unknown. Verbatim: rcc received a complaint via email. Hello, notification only (no lot reported) for (B)(4) ¿ leaking bd syringe: syring. Bd syringe lot numbers: unknown. Awareness date: 14 aug 2025. Patient reported at times when he inserts the needle into his skin area, once he inserts the needle slow some medication comes around the needle. Per patient this only happens every now and then and he thinks it is from related to the area he is injecting due to hard skin. Patient has let his md know. Product: gattex country of origin: xxx sample / photo availability: no sample or photos were provided to takeda. Ae: none. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. No inv due.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.